Event description:
It was reported that, on the day prior to report, the patient had a pump refill during the late morning or early afternoon around 1pm. The refill was uneventful and the reservoir was filled with 20cc. There had been no issues or symptoms until the patient began exhibiting progressive sleepiness during the following morning, though the patient¿s pupils and respirations remained normal. It was indicated that the patient was not on any other medications except ibuprofen as needed and tramadol, yet the healthcare provider (hcp) did not think the patient had taken any tramadol that could have caused the sleepiness. The hcp also did not believe there had been anything wrong with the drug from the compounding pharmacy and it was confirmed that the new drug from the refill would not reach the tip of the catheter until approximately five days post-refill. It was established that there were no audible pump alarms and the programming and event logs were normal. The reporter mentioned a pump overinfusion field action and if it could be the reason for the symptoms. The physician had decided to decrease the daily dose of the dilaudid by 30% because he felt the patient¿s symptoms were looking like the dose was 10 to 20% more than it should be. It was also stated that, since the last 6-8 refills, the reservoir volume discrepancies were within 10% accuracy. The device system was used to deliver baclofen and dilaudid.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient experienced drowsiness, yawning, and nausea. The event was not confirmed, but highly suspected to be device or therapy related. Pump telemetry showed no irregularities on 2014-(B)(6). The patient had no problems at the time of the report.

Manufacturer narrative:
(B)(4).